Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification on its use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. A non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. The catheter sheath introducer (csi) was not returned for this evaluation. Finally, it was observed that the indicator window was in the black/white/red position. Additionally, a separation of the delivery shaft's distal portion was observed. The functional simulation test could not be performed, as the unit was received completely deployed. Nevertheless, the guard was locked to evaluate any abnormal condition, but no abnormal condition was observed. Per microscopic analysis, a high-magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed. Additionally, a microscopic analysis was done on the delivery shaft portion affected by the separation, and elongations were observed, which were considered related to an excessive tensile force application on the affected area. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it was received already deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received already deployed, and there were no anomalies noted to the internal mechanism. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. In regard to the unlocked condition of the cowling/guard, since the procedural sheath was not included with the device, it is possible that the cowling/guard became unlocked as the sheath was removed from the device after the procedure, especially since it was reported that there were no issues locking the cowling/guard into the handle and an audible click was heard. Additionally, regarding the separated condition of the delivery shaft, additional information was received that this condition did not occur during the procedure and may have occurred during shipping for product analysis. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color. There was no reported patient injury. The device was stored and prepped according to the IFU, and the physician had achieved certification on its use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. A non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. Other procedural details were requested but were not provided. The device will be returned for analysis. Addendum: pe findings present the shaft separated. It is stated by the rep that no one attempted to deploy/manipulate the device in any way. The damage to the device might have occurred during shipment.